Manufacturer narrative:
Further follow-up revealed that an autopsy was performed. Autopsy report listed the final neuropathological diagnosis as cerebral edema, early acute cerebral ischemic damage, and small remote contusion, orbital surface of right frontal lobe. Significant conditions were listed as focally severe atherosclerotic coronary artery disease, and hypertensive cardiovascular disease. The autopsy report listed the cause of death as seizure disorder (by history) (years). The generator and portions of the lead were removed from the patient. A biomedical engineer at the hospital analyzed the generator. The engineer noted that when the magnet was used to initiate the operation of the device analysis, the programmed parameters were within the normal operating range of the device per the physician's manual. The engineer stated that the ramp up/ramp down times were approximately 5 seconds, not 2 seconds as indicated in the physician's manual. There is no specification for the ramp up time. The engineer referenced the section of the manual that shows a ramp up time of 2 seconds, which is typical. However, the ramp time is calculated based on the frequency and amplitude, therefore, the 5 seconds recorded by the engineer is within the acceptable range. The engineer also noted a missed pulse every 5 to 6 seconds. A missed pulse every 5 to 6 seconds during the on time is not a device malfunction. As described in the manual, the generator stops stimulating to listen for communications (every 6.8 seconds). These are expected events and would not have any clinical significance to the patient. The engineer concluded that with the exception of these events, the device appears to be performing to specifications. Based on the engineer's data, the device appears to be performing according to specification.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that that the patient had died on (B)(6) 2001 due to causes of hypertensive heart disease without (congestive) heart failure; atherosclerotic heart disease; and other and unspecified convulsions. Underlying cause of death was atherosclerotic heart disease. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Death certificate was requested and received. Immediate cause of death was listed as seizure disorder. Other significant conditions contributing to death but not related to cause given are focally severe atherosclerotic coronary artery disease and hypertensive cardiovascular disease. Manner of death was listed as natural. No other relevant information has been received to date.

Manufacturer narrative:
Code 86: manufacturing records reviewed. Code 100: review of manufacturing records did not reveal any anomalies nor abnormalities that would have an adverse effect on device performance.

Event description:
Reporter indicated that patient had passed away and autopsy is pending. Patient was found face down in front yard. Patient had been moving the lawn. The patient was reported to have had good seizure control with the vns. Physician indicated that the ncp system was not related to the cause of death.